Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer stated that she had low blood glucose readings and passed out. The customer stated that she had multiple calculation errors right before change sensors. The customer stated that her sensors would read 167 mg/dl while her actual blood glucose is 32 mg/dl. The customer treated the low blood glucose with food and glucose tablets. The customer stated that she experienced low blood glucose and had been brittle diabetic for a long time. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak with their health care provider regarding low blood glucose readings.